Event description:
The patient was implanted with a left ventricular assist device. Approximately 2.5 years post-implant, the patient called the vad coordinator to report red heart alarms and was requested to go to the hospital. Upon arrival, the system controller was exchanged. A review of the system controller history revealed several pump stop events. X-rays revealed breakdown of the braided shield on the internal portion of the percutaneous lead. A decision was made to transfer the patient to another hospital where the pump was exchanged two days later.

Manufacturer narrative:
The patient is reported to be recovering quickly after pump replacement. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.